Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that insulin pump had a motor error. The blood glucose level was 315 mg/dl. The customer stated that there was no delivery alarm. The customer was able to successfully clear the alarm. The customer was unable to complete insulin pump rewind. The troubleshooting was performed. Customer reported that the drive support cap appeared normal. The customer was advised that the insulin pump will need to be replaced and discontinue use of the pump. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No motor error alarm noted during test. Motor passed motor test.